Event description:
Removal of endosseous dental implant, implant was 1 of 2 placed in class IV bone during a complex procedure. An osteotome was used to place this implant in site #1. It was removed approx 2 months post-operatively. The clinician in unsure of the cause of the failure, but reports that the type IV bone may have flexed open.